Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm. Customer was assisted with troubleshooting and the battery was changed but the issue did not resolve. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged failed battery alarm found on (B)(6) 2022. Insulin pump passed sleep current measurement, active current measurement, and displacement test. No failed battery test noted during test. Unit alarmed pump error 63 during self test and confirmed the insulin pump alarmed pump error 63 variable 3 on (B)(6) 2022 at time 08:20:16.000 in the pump history download due to broken trace pin6 on keypad assembly. Insulin pump successfully downloaded traces and history file using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within specific range. Verified the the insulin pump alarmed failed battery alarm in pump downloaded history on (B)(6) 2022 at time 07:18:41.000, change battery fault alarm on (B)(6) 2022 at time 01:00:00.000 due to moisture damage to the electrical board board and electrical board. Insulin pump was cut open to perform visual inspection and found moisture damageon the electronic assembly, motor, keypad, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: serial number label fading, serial number label stained, end cap address label missing, cracked select button keypad overlay, scratched case, and pillowing keypad overlay. Insulin pump did not pass all required testing's. Customer allegation for pump's battery lasting less than 1 week confirmed during testing and in the power management graph. Failed battery alarm and pump error 63 confirmed due to moisture damage found on the electronic assembly, motor, keypad, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.